Event description:
Information received indicates, the left intermediate siderail will not latch in the raised position.

Manufacturer narrative:
The technician found the siderail latch assembly was very stiff. The technician lubricated the siderail latch assembly to repair the bed.